Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was returned for evaluation. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The lot number was unknown, therefore no batch review could be performed.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The doctor stated the spike of the transfer set was separated from a port of the uv twin bag during priming. There was patient involvement, however, there was no patient injury or medical intervention reported.